Manufacturer narrative:
Based upon the clinical assessment the reported type 3b endoleak confirmed. The device was not returned for evaluation. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Based upon the root cause it is inconclusive, there is not enough information to determine the root cause of the type 3b endoleak. Potential contributing factors include off label use and patient condition which includes calcification and thrombus of aortic arteries.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated stent graft. Subsequently, upon follow up it appears that the endurant proximal extension is in its proper position at the renals and the bifurcated stent structure has completely expanded outward from the top of the main body down to the bifurcation. The opinion is that the entire graft material has come apart due to a tear that propagated in a linear fashion from the top down allowing the endoskeleton to expand beyond normal parameters. The physician feels the best way to fix this is with an aui and fem-fem since the neck appears to have dilated to 36mm. Additional information received on 2/26/2016: secondary has not been scheduled and the patient will be continued to be monitored.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2012, with a bifurcated stent graft. Subsequently, upon follow up, it appears that the endurant proximal extension is in its' proper position at the renals and the bifurcated stent structure has completely expanded outward from the top of the main body down to the bifurcation. The opinion is that the entire graft material has come apart due to a tear that propagated in a linear fashion from the top down allowing the endoskeleton to expand beyond normal parameters. The physician feels the best way to fix this is with an aui and fem-fem since the neck appears to have dilated to 36mm.